Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menorrhagia ("extremely heavy period"). The patient was treated with surgery (bilateral complete salpingectomy, abdominal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details : first the right tubal ostium is applied with the essure device and (3) rings were seen after the application. After this, the left tubal ostium is then applied with the essure device and (0) rings were seen. The procedure is finished without any difficulty or complication. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower , genital haemorrhage, pelvic pain. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records. Added new reporters and case became medically confirmed. Added patient's date of birth and ethnicity. Added essure's indication. Added event menorrhagia and treatment details for pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain / chronic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hypertension, anxiety, abdominal distension, diarrhea, difficulty breathing, hyperlipidemia, asthma, depression, diabetes mellitus, dysmenorrhea, allergic skin reaction and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("extremely heavy period / menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy : rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), nervous system disorder ("neurological condition"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraine"), headache ("headache"), nausea ("nausea") and suprapubic pain ("suprapubic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral complete salpingectomy, abdominal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, allergy to metals, fatigue, weight increased, nervous system disorder, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea and suprapubic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, suprapubic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: insertion details : first the right tubal ostium is applied with the essure device and (3) rings were seen after the application. After this, the left tubal ostium is then applied with the essure device and (0) rings were seen. The procedure is finished without any difficulty or complication. Patient received treatment for- pelvic pain and abdominal pain. Diagnostic results: (B)(6) 2016:anatomical pathology report: gross description: uterus, cervix, bilateral tubes: received in formalin is a previously incised uterus with attached cervix measuring 9.2 x 7.0 x 3.2 cm and weighs 98 grams. There is a tube attached along one side and there is a free floating tube in the container. The serosa is tan, smooth and glistening. The ectocervix is white-tan with scattered hyperemic areas. The cervix also has been previously incised. The endometrial cavity measures 4.2 x 3.0 cm. The mucosa is tan and soft measuring up to 0.4 cm in thickness. The myometrium is tan, vascular and trabecollated measuring 2.0 cm in thickness. Final diagnosis: uterine serosal adhesions. Benign cervix and endocervix and mildly disordered proliferative endometrium. Focal adenomyosis, bilateral unremarkable fallopian tube and two metallic minable devices, one device is identified in each fallopian concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower , genital haemorrhage, pelvic pain. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new event bladder problem, urinary tract disorder, migraine, headache, nausea and suprapubic pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain / chronic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hypertension, anxiety, abdominal distension, diarrhea, difficulty breathing, hyperlipidemia, asthma, depression, diabetes mellitus, dysmenorrhea, allergic skin reaction and nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("extremely heavy period / menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy : rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), nervous system disorder ("neurological condition") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral complete salpingectomy, abdominal hysterectomy with conservation of ovaries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, allergy to metals, fatigue, weight increased, nervous system disorder and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nervous system disorder, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details : first the right tubal ostium is applied with the essure device and (3) rings were seen after the application. After this, the left tubal ostium is then applied with the essure device and (0) rings were seen. The procedure is finished without any difficulty or complication. Diagnostic results: on (B)(6) 2016:anatomical pathology report: gross description: uterus, cervix, bilateral tubes: received in formalin is a previously incised uterus with attached cervix measuring 9.2 x 7.0 x 3.2 cm and weighs 98 grams. There is a tube attached along one side and there is a free floating tube in the container. The serosa is tan, smooth and glistening. The ectocervix is white-tan with scattered hyperemic areas. The cervix also has been previously incised. The endometrial cavity measures 4.2 x 3.0 cm. The mucosa is tan and soft measuring up to 0.4 cm in thickness. The myometrium is tan, vascular and trabeculated measuring 2.0 cm in thickness. Final diagnosis: uterine serosal adhesions. Benign cervix and endocervix and mildly disordered proliferative endometrium. Focal adenomyosis, bilateral unremarkable fallopian tube and two metallic minable devices, one device is identified in each fallopian. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower , genital haemorrhage, pelvic pain. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Events ; dysmenorrhoea (cramping), abdominal pain, back pain, allergy : skin rash condition, nickel allergy, fatigue, weight gain, neurological condition, anxiety, she did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery to remove the essure implants on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.